Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that two infusion sets had a bent cannula. The customer's blood glucose level was high all weekend. Customer's blood glucose level was over 400 mg/dl. The customer treated her high blood glucose level with a manual injection using a pen or changed the infusion set. The customer had an infection. In one occasion the insulin went bad and caused her blood glucose to go high. The device was not returned.